Manufacturer narrative:
(B)(4). Reported event is considered confirmed as visual examination via a photograph shows the superior surface of the articular surface with debris. DHR was reviewed and no discrepancies were found. The patient fell which resulted in a hematoma, therefore the root cause can be determined to be related to the patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item: gender solutions male femoral component, catalog number: 00541001701, lot: 62306304. Item: all poly patella size 29 mm, catalog number: 00597206529, lot: 63276904. Item: primary nexgen tibia, catalog number: 6307-00-230, lot: 62843210. Item: patella reamer, catalog number: 00597909529, lot: 63412178. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient who underwent a total knee arthroplasty has been revised. The patient fell and developed a haematoma which lead to infection. The surgeon performed a wash out of the left knee. Attempts have been made and additional information on the reported event is unavailable.